Event description:
It was reported that on (B)(6) 2011, a 10x40mm tapered xact stent was implanted in the right internal carotid artery. On (B)(6) 2014, the asymptomatic patient came into the catheter lab for a routine diagnostic carotid angiogram. The left carotid artery was noted to be 100% occluded and the tapered xact stent implanted in the right internal carotid artery was noted to be 90% stenosed with a circumferential fracture just proximal to the stent taper. Angioplasty was performed to treat the restenosis. The physician is in discussion to determine if the fractured stent will be treated. The patient is doing well. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents for stent fracture reported from this lot. The reported patient effect of restenosis is a known observed and potential patient effect as listed in the xact carotid stent system instruction for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.